Manufacturer narrative:
This report is submitted on july 7, 2021.

Event description:
Per the clinc, the recipient was hospitalised over the weekend for an explant on (B)(6) 2021 due to extrusion of the internal device. The patient has not been reimplanted with a new device as of this report.

Manufacturer narrative:
This report is submitted on july 29, 2021.